Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient was found unconscious and sweating. The patient¿s mother called for an ambulance. Upon arrival, the paramedics injected insulin ev (there was no clarification why patient was treated with insulin during hypoglycemic event) the reporter stated, "they injected some injection¿ and does not know for certain what the contents were. At an unspecified time of the event the cgm reading was 3.8 mmol/l and the bg reading was 1.0 mmol/l. The patient was beginning to recover, so the ambulance left. The patient¿s mother stayed two hours with the patient to monitor the patient¿s blood glucose. No other details were documented. At the time of the report, the patient is feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.